Event description:
It was reported that the patient was having neuropathy pain in her legs. At this time, she was not mobile or able to walk due to the pain. They were wondering if the device system could help with the neuropathy. The device system was not implanted to address neuropathy. The neuropathy had recently developed (not present when ins was implanted) and they were interested in using the stim to treat the neuropathy. The patient was currently at a nursing home recovering from pneumonia from lung cancer. She had been there 5 weeks. The patient's husband called a health care provider who requested that the patient see a manufacturer's representative for reprogramming the device. The patient was feeling stimulation when the device was on but it was not helping with the neuropathy pain in her legs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID, 37743 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).